Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was difficult to withdraw. During a left atrial tachycardia ablation procedure, after several minutes of manipulation in the patient's left atria with the intellanav mifi open-irrigated ablation catheter, the physician decided to retrieve the catheter from the patient to insert the intellamap orion catheter instead. Even if the curve was expected to be flat on the handle, the physician struggle to pull back the catheter. It was finally possible to withdraw the ablation catheter and they were able to visualize outside patient that the catheter could not return to its "neutral" position without any curve. They replaced the catheter and problem solved. There was no patient consequence.